Event description:
It was reported when using the bd vacutainer® k2e 10.8mg plus blood collection tubes there was foreign matter in tube biological and non-biological. The following information was provided by the initial reporter: translated to english. The customer reported as follows: "a white solid matter (fm) was found in a tube and this affected the tube. The tube could not be used.".

Manufacturer narrative:
Investigation summary: bd received actual samples and 5 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for foreign matter with the incident lot was not observed but clumping of additive in the tube was observed. This is recognized to be an aesthetic defect with no impact on the efficiency of the tube. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for foreign matter with the incident lot was not observed, but it was noticed as edta clump in the tube. Bd determined that the root cause of the indicated failure mode of edta clumping was attributed to manufacturing. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported when using the bd vacutainer® k2e 10.8mg plus blood collection tubes there was foreign matter in tube biological and non-biological. The following information was provided by the initial reporter: translated to english. The customer reported as follows: "a white solid matter (fm) was found in a tube and this affected the tube. The tube could not be used."